Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the guidewire was returned inside of a bsc catheter; initially, the guidewire was stuck inside the catheter but it was possible to release. In addition, the guidewire has damage in the distal tip, this section is kinked and the polymer tip is detached. The detachment starts approximately at 298.4cm from the proximal end; also, a small section of the detached polymer is crinkled. The body of the guidewire is kinked approximately at 141cm from the proximal end. A dimensional inspection of overall length and outer diameter of distal tip could not be performed due to device condition (distal tip detached). A dimensional inspection of outer diameter of the middle of the device and outer diameter of the proximal section showed to be within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR# 2134265-2018-01392. Reportable based on analysis completed on 05-feb-2018. It was reported that the device was difficult to advance. The target lesion was located on the right side below the knee. A 1.5mmx40mmx150cm coyote¿ balloon catheter was introduced over a v-14¿ controlwire® through a 5f 45cm non-bsc introducer sheath. The balloon wasn't inflated in the sheath. The catheter and wire could not be advanced from the sheath and were both removed. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine. However device analysis revealed catheter was froze on wire and wire distal tip detachment.